Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (47 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. Reportedly, low bg levels were addressed with glucose tablets provided by customer's health care professional. Tandem technical support guided the customer through adjusting the pump basal rate.

Manufacturer narrative:
(B)(4).